Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the left anterior descending (lad) artery with heavy calcification. Pre-dilatation was performed. An un-specified stent was placed in the proximal lad, and the 2.25 x 18 mm xience v stent delivery system (sds) was advanced to the distal lesion. Resistance was met with the previously placed stent and the sds was removed without issue. After removal, it was noted that the stent had dislodged in the lad. A balloon was used to implant the stent in an unintended site. The lesion was treated with dilatation only. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.